Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of about 50 mg/dl. Suspected cause was due to pump software not accurately suspending insulin delivery. A system check was performed and insulin therapy was found to be working as intended. Customer consumed carbohydrates to treat low bg.